Manufacturer narrative:
The lot number has been provided. The lot history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that after successful deployment of a tracheobronchial stent graft in an a/v graft, the removal of the delivery system from the patient was difficult. During the eval of the returned complaint sample, the inner catheter was found to be completely detached. There was no reported injury.